Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 420 mg/dl. Customer's other blood glucose value: 240 mg/dl. The customer was treated with insulin drips and fluids. The customer was wearing the insulin pump within 48 hours of hospitalization. The infusion set had bent cannula. The insulin pump passed the high pressure test. The device is not expected to be returned for analysis.